Event description:
It was reported that right ventricular (rv) lead was surgically abandoned as lead had noise which inhibited pacing caused by possible clavicular crush. As a result, a different lead was implanted. No additional adverse patient effects were reported.